Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level as high at 474 mg/dl. The user addressed bg level with a bolus via the pump. At the time of the report, the user's bg level was 374 mg/dl. During troubleshooting with tandem's technical support, it was determined that there were air bubbles in the infusion set tubing. The user primed the tubing successfully to remove air bubbles.